Event description:
Reportedly the device was explanted at implant due to regurgitation. The device which was a ring was replaced with a valve. The device was discarded and is unavailable for evaluation. Info learned through foreign implant pt registry. No additional info was provided.

Manufacturer narrative:
Device not returned.